Event description:
Procedure: wedge resection. According to the reporter: on the 2nd firing, the gear part was chipped and the instrument was difficult to fire. The surgeon stopped firing. Another device was applied which resulted in additional tissue resection.

Manufacturer narrative:
(B)(4).